Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of remote monitoring data for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead revealed noise with oversensing, pacing inhibition, and some asystole lasting greater than two seconds. It was noted that this system was implanted less than a week prior to these observations. The plan was to bring the patient in for evaluation, however the health care professional (hcp) was unsuccessful in contacting the patient at this time. This crt-d and rv lead remain in service. No adverse patient effects were reported.